Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with high out of range defibrillation impedance alerts. The measurements were known to be chronically elevated. Healthcare professional noted that on the patient's old generator, the impedance limit for alerts was higher. No intervention was performed and patient will continue to be monitored.